Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/03/2020 d4: batch # t5cv6h device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an open anterior resection, distal colon (sigmoid) was transected 8cm from the rectum using ta. Proximal colon (descending colon) was transected using ntlc75. Cdh29a was used to create anastomosis between the 2 colons. Purse string was created extracorporeally on the proximal colon with the cdh29a anvil. Cdh29a was introduced through the rectum and attached to the anvil till a 'click' is heard, consensus from both surgeons. Cdh29a was closed till the orange indicator reached the 2nd bar in the green tissue compression scale. Dr. (B)(6) was at the bottom and ready to fire. During firing, both surgeons heard the crunch and dr. (B)(6) was about to remove the cdh29a. Upon removal, cdh29a was stuck at the staple line and unable to remove. Dr. (B)(6) came to the bottom and finger-fractured the tissue to release the cdh29a from the staple line. Cdh29a were removed together with the purse-string suture transanally. 3 components were checked from the cdh29a after removal: proximal donut, distal donut and cdh29a breakaway washer. Proximal donut was completed, distal donut is slightly torn and washer is fully cut. Upon checking the staple line through the scope, the roll of staples were fully formed, however a leak was detected from the portion where the finger-fracture was used to release the cdh29a. Pds suture was used to re-enforce the leaked staple line. There were no adverse consequences for the patient.